Event description:
A customer reported that during vitrectomy surgery, a system message displayed and would not clear. The surgeon completed the procedure by manual silicone oil injection. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and replaced the pressure/vacuum manifold. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).